Event description:
The explanted generator was received and it was noted that the device could not be interrogated at explant.

Event description:
Analysis on the generator was completed. Upon interrogation it was found that the device was eos pulsedisabled and the pulsedisabled byte was reset. The generator then underwent electrical testing and met specification expect for the low battery voltage. The battery voltage was measured to be 2.198 v. Therefore based on the initial report and analysis results it appeared likely that the generator could be interrogated at the explant surgery.

Event description:
It was reported that during generator replacement surgery high impedance was observed after the generator was replaced. The surgeon attempted to reinsert the lead a couple of time however the high impedance did not resolve. The lead was then replaced and the high impedance resolved. It was noted that the lead was cut at the electrodes and the explanted products have not been received to date. No additional relevant information has been received to date.